Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported "ec322" which was reproduced during evaluation. A review of the event history log identified system error 322 messages. The reported condition was verified. Visual inspection identified the cause to be a bent link. The link and link switch were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no known patient injury or medical intervention associated with this event. No additional information is available.